Manufacturer narrative:
The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 11apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units. This is the second of three reports. Refer to 8030647-2018-00218 for the first report. Refer to 8030647-2018-00220 for the third patient. It was reported that the flex connector disconnected while connected to the closed suction system. There was no injury or risk of injury reported. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 31 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received on 15 may 2018, the patient was disconnected from the ventilation system, and the nurse replaced the entire closed suction system to resolve the issue. No patient information is known.